Event description:
It was reported that the pt had been experiencing elevated blood glucose levels, as high as 400 mg/dl, for five days. Her normal blood glucose level is 160 mg/dl. The pt tried changing the battery in the infusion device, the infusion set, and the insulin cartridge, but she continued to experience elevated blood glucose levels. The infusion device did not display any alarm codes. The pt's backup infusion device has come to its end-of-life. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.